Manufacturer narrative:
Manufacturer's report date 2/6/1998. The sample was received and visually and functionally tested. The set was found to draw in air at the adapter to the pvc tubing engagement due to insufficient solvent. Investigation into this issue has determined that the following has contributed to insufficient application of solvent and incomplete engagements: 1) the dimensional fit between the adapter and the tubing. 2) assembly technique to ensure a good solvent bond to this engagement. Mfg has implemented a leak test at this engagement. All solvent pot tips are being replaced twice a shift to ensure even distribution of solvent to the bonding area and to decrease the potential for incomplete solvent bonds. The tubing MFR has extruded tubing on the larger end of our specification to increase the bond integrity and strength. All employees are aware of the issues and have been retrained accordingly. The dimensions of the lower port on the adapter will be modified and qualified to increase the interference between the adapter and the tubing. This will improve and assist the assembler in producing a better engagement.

Event description:
It was reported that air was seen in the line to the pt. There was no resultant pt complication.